Event description:
Inserter no longer threads into cup trial.

Manufacturer narrative:
Examination of the returned device confirms the reported event; the threaded end is nicked/damaged which would prevent proper mating. A complaint database search on the provided product code identified similar complaints which were attributed to product wear out and or misuse. Based on the overall condition of the returned device, the root cause is attributed to misuse secondary to product wear out. Based on the root causes of misuse secondary to product wear out, corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.